Event description:
It was reported that the patient experienced pain in the evening and that the stimulation was not covering her pain. It was also reported that when the patient got into a car and the engine was started, she felt an increase in the rate of stimulation. It was also reported that when the patient sat in a chair and the stimulation was off, she felt a shock or "bite" sensation in her leg. The patient had not followed up with her physician regarding training on using the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient was seen by the company representative and was reprogrammed to get better coverage for their back and leg. Following the appointment, the patient was noted to have good coverage for their pain. No further issues have been received from the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulation had not been covering the pain it was implanted for. The patient last had stimulation reprogrammed in (B)(6) 2014 and it was still not helping and the patient wanted to have the whole thing removed.

Manufacturer narrative:
(B)(4).